Event description:
It was reported, the minus button on the programmer would get stuck at times when the pt attempted to decrease stimulation. A replacement programmer was issued to the pt and resolved her issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.